Event description:
It was reported that the patient presented for an unrelated procedure. The implantable cardioverter defibrillator exhibited premature battery depletion and was explanted and replaced. The patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, non-shorting lithium clusters were observed, but the presence of non-shorting lithium clusters is normal and they are in conformance with the intent of the internal insulation design. The cause of the premature depletion is undetermined.